Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model 1425628. This product was used for the di and 501k. Investigation summary received one (1) used list #142560488 primary plum set attached to an eva container baxter. As received unknown solution residuals were observed on the surface seal of the prepierced y-site. The set was air pressure leak tested per specification. No leakage was observed. In attempts to replicate clinical use a needle was inserted into the prepierced y-site and then leak tested again. A small leak was observed. It was noted that after pressing on the seal the leak stopped. The complaint of leakage after the removal of a needle can be confirmed due to the residue observed on the y-site. The probable cause of the leak as received is unknown. However, the leak replicated during investigation is due to use of needle inside the target area. The dfu states 'when using small gauge conventional needle (18-g or smaller), insert outside the target area'. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint with regards to a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch experienced leakage. The reporter stated "leakage at prepierced y-site noted after injection and removal of needle." The event was noted during infusion. There was patient involvement but no patient harm.